Manufacturer narrative:
The customer reported a complaint that "the autopulse platform (sn (B)(4)) displayed a "system error, out of service, revert to manual CPR" error message" was confirmed during the functional testing and based on the review of the archive data. The root cause for the reported complaint was that the drive train motor brake assembly air gap was out of specification and was not adjustable. The defective drive train motor was replaced to address the system error, likely attributed to the defective component. Upon visual inspection, unrelated to the reported complaint, noticed a crack on the screw well area of the front enclosure, likely attributed to user mishandling. The front enclosure was replaced to address the observed physical damage. The autopulse platform failed initial functional testing due to the "system error, out of service, revert to manual CPR" error message displayed upon powering on, thus confirming the reported complaint. The brake gap inspection indicated that the drive train motor brake assembly air gap was out of specification and was not adjustable. The defective drive train motor was replaced to address the system error. The archive data review indicated system error user advisory (ua) 139 (unable to hold compression position) around the reported event date, thus confirming the reported complaint. Further review of the archive data indicated ua17 (max motor on time exceeded during active operation), ua45 (not at "home" position after power-on/restart), and ua01 (low battery warning) error messages. The observed error messages are not related to the reported complaint and were cleared by the user. User advisory is a clearable error message; per the battery hangtag - advisory codes description and action, user advisory 17 indicates that the lifeband is twisted or battery voltage is low. The recommended actions for this type of user advisory are: open lifeband, start manual CPR, check battery and lifeband, pull up completely on the lifeband, ensure that the patient and the band are properly aligned, and press restart. Per the autopulse® resuscitation system model 100 user guide, if the driveshaft is not at its home position when the autopulse is powered on, a user advisory (45) will occur. This user advisory will persist until the driveshaft is returned to its home position. To clear a user advisory (45), pull up on the lifeband until the chest bands are fully extended (thereby moving the driveshaft back to its home position), and then restart. Per the autopulse user advisory list, user advisory 01 indicates that the battery needs to be charged because less than 5 minutes of battery voltage is left. The recommended action for this type of user advisory is to replace the battery and press restart to clear the ua. Following service, the autopulse platform passed the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. The brake gap inspection was performed and verified the brake gap was within the specification. The autopulse platform passed the final testing without any fault or error. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaint reported for autopulse platform with sn (B)(4).

Event description:
The customer reported that the autopulse platform (sn (B)(4)) displayed a "system error, out of service, revert to manual CPR" error message. The customer provided no further information. It is unknown where the problem occurred. However, patient use information was requested but no additional information was provided.